Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on their second day of ilet use experienced hyperglycemia after a high-carbohydrate meal and inquired about disconnecting for a shower; they were advised to pause and resume the pump after showering and to monitor glucose. Symptoms included elevated blood glucose with a reported peak of 365 mg/dl and no acute clinical effects. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and education with guidance on safe pump disconnection and resumption, and review of sensor use with a g7. Investigation of this case revealed no device alarms or malfunctions and no device component issues, with hyperglycemia most consistent with dietary intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear but likely related to user meal intake rather than device performance.